Event description:
A peritoneal dialysis registered nurse (pdrn) reported to fresenius customer support that the patient was admitted to the hospital. The pdrn stated it is pd related but there was no diagnosis yet. Upon follow up, the patient mentioned that he was able to complete treatment on the reported day, however he was currently in the hospital. The patient confirmed that he was hospitalized on (B)(6), due to a peritonitis infection. The patient stated that he was having stomach cramps, vomiting, and diarrhea and that made him go to the hospital. He had fibrin as well. The patient does not know when he will be discharged but has been completing his treatments at the hospital. Attempts to obtain additional information were unsuccessful.